Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000/lot m159436 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430/lot m159436. Test base part number 190-000/lot m159436 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159436 7 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: 1221359-2021-03099, 1221359-2021-03100, 1221359-2021-03177, 1221359-2021-03179

Event description:
The customer reported a total of (13) false negative results with the ID now covid-19 assay using five different lots (lot 1035481, lot 1032993, lot 1033315, lot m159436 and lot 1032947) performed on varies dates. This MFR. Report addresses lot 4 of 5. The customer reported (2) two false negative results with the ID now covid-19 assay. The nasal samples were collected on (B)(6) 2021. Confirmation tests were performed by corelab and generated positive results. Results. Nasopharyngeal samples in transport media were also collected on the same days as the nasal samples. No additional patient information, including treatment and outcome, was provided.